Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the monopolar curved scissors (mcs) tip cover instrument fell into the patient. The item was retrieved without any harm to the patient. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting mcs tip cover falling in the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not call in to create an RMA. Although the complaint regarding mcs tip cover falling in the patient was not confirmed by failure analysis since the accessory was not returned, the information gathered indicates that the device did contribute to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if additional information is obtained.